Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the hysterofiberscope exhibited corrosion in the forceps channel port. There was no patient involvement.